Event description:
It was reported that the patient has had the indirect decompression (ID) spacer implanted for approximately two years and has had pain at the implant site ever since the device was implanted. The patient underwent a revision procedure to explant the spacer. The procedure was successfully completed and the explanted device was retained by the medical facility.